Event description:
Summary: iris ng tubes continue to break and are a defective product. The patients continue to experience malfunctions, leaks, breaks, and defects in this cheaply made piece of medical equipment. On the day of this incident, when attempting to administer medications the plastic end of the ng tube fell apart in this rn's hand, without pressure or without fully connecting a syringe to any port. Product is labeled as follows: manufacturer: coviden, feeding tube with iris technology, 12fr ch(4.0mm) x43" (109cm), ref (B)(4).